Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event is currently being investigated further and will be reviewed by the st. Jude medical erosion board. This MDR will be updated if a definite erosion is confirmed.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that no erosion occurred.

Event description:
According to the information received, a communication was crossed and balloon sizing revealed a 6mm defect. Tee confirmed a residual flow and identified another defect. A second venous access was established and a second defect was crossed which measured 14mm by balloon sizing. Dual balloon inflation revealed no flow. A 6mm and 16mm amplatzer septal occluders were successfully implanted. A pericardial effusion was noted on a follow up echocardiogram a day following the procedure. Please reference MDR 2135147-2012-00081 for the 16mm aso.